Event description:
It was reported that after the implantable pulse generator (ipg) was stitched in pocket abnormal pacing showed, and intermittent loss of electrogram (egm) and header noise issues on ventricular channel. The ipg was removed, leads were tested, and found to be all good. The ipg was reinserted same issue occurred. The ipg was cleaned and reinserted again, and same issue occurred. The ipg was removed and replaced with a different device, and all was 'ok'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).